Manufacturer narrative:
Follow-up #1: date of submission 06/17/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/25/2016 with the following findings: investigation revealed a crack in the pump case near the top right corner of the display lens. A leak test was performed and failed due to a crack in the pump. The pump was opened up and corrosion was found in the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture behind the display. This complaint is being reported because the issue has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.